Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 adapters, 10cm length; however, it is unknown which adapter, 10cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: adapter, 10cm length, model: 2311ans, UDI: (B)(4), serial: (B)(6), batch: 6162602.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Surgical intervention may be undertaken to address the issue. It is unknown which adapter is at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.